Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2016.

Event description:
It was reported that there was chronically high rv (right ventricular) threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.